Manufacturer narrative:
(B)(4). D6b- implant date 2020. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, and his right knee makes noise approximately four years post implantation. There is no additional information available.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Manufacturer narrative:
D10- medical products unknown femoral component unknown articular surface no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.